Event description:
Customer reported that patient came for a checkup and felt mobility and discomfort.

Event description:
Customer reported that patient came for a checkup and felt mobility and discomfort.